Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7081417/7081415.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the implantable pulse generator (ipg) and leads were explanted. The explanted devices were retained by the medical facility and will not be returned.